Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer was at approximately 2000 feet in evaluation. The customer removed and reinstalled the cartridge. While speaking to tandem technical support, the alarm cleared and insulin delivery resumed. The customer's blood glucose level was not impacted.